Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurement detected through the remote monitoring system. The impedance measurement was 60 ohms at implant but had gradually increased from 115 to 125 ohms. Additionally, a red alert was received due to v-tachy mode set to value other than monitor + therapy. The patient has a cancer and the device was programmed off due to the patient potentially being moved to hospice care. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.